Event description:
It was reported that during a hals procedure, the device tore. A second device was used to complete the procedure. No adverse pt consequence was reported.

Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed issues occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous unspecified vessel. The physician used the 1.25mm rotalink plus successfully for the first ablation, however on the second ablation the speed became unstable, although it remained below 160,000 rpms. The device was removed, and the procedure was completed with another of the same devices. No patient complications were reported and patient status was good.

Manufacturer narrative:
Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn retractor sheath the analysis results found the device was received with a perpendicular tear from the upper retractor ring to the lower retractor ring. The initiation site was at the upper retractor ring. The retractor sheath was completely detached from the upper retractor ring. However, it could not be determined what may have caused the found condition.the batch record was reviewed and no anomalies were noted during the manufacturing process.